Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
It was reported that the keypad buttons were unresponsive. A family member reported that the keypad was completely unresponsive to button presses two days ago. She stated that the pump was locked and would not respond to button presses to unlocking it. The family member noted that the word "locked" was displayed on the screen. She said she pressed and held down both the up arrow and down arrow buttons for a few seconds at a time in an attempt to unlock the pump. She stated that it took at least 10 minutes of attempting to unlock the pump by both the patient and herself before they obtained a response and were able to unlock the pump. The family member reported that other than this incident, the buttons respond and spring back as expected. She denied that the pump has been exposed to water; denied physical damage to the keypad; and stated that the patient wears the pump in a pump pack.